Manufacturer narrative:
This event is recorded by zimmer biomet under(B)(4). Review of the most recent repair record determined the device failed the sample mesh test during evaluation; the device was out of calibration; however, the repair was not completed because of age ¿ replacement components obsolete. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was not working. After evaluation of the returned device, it was determined that the device was not cutting properly and failed the sample mesh test cut, which could cause or contribute to a serious injury if the event were to recur. There was no harm, impact, or delay reported. Due diligence is complete. No additional information is available. No adverse event reported.